Event description:
Reference MDR #1219856-2010-00911 for the first event involving the same pt. It was reported by the distributor that the hospital reported an incident involving a pt in the cardiovascular dept. The intra-aortic balloon (iab) was being administered for ischemia and cardiac failure. The md inserted the iab via the super arrow-flex (saf) sheath in the left femoral artery. The iab stopped and could not be advanced forward or back. The md removed the iab and sheath together. The pt was in critical condition with persistent cardiogenic shock; despite aortocoronary bridging, she expired. Add'l info received on 12/20/2010 stated the professor informed the sales rep for the distributor that this pt was not likely to have survived even with iab therapy. The pt was very ill.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.